Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported improper or incorrect procedure or method (use after expiration) was due to the user error of using the device after the expiration date. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat a functional mitral regurgitation with grade of 4+. First xtw clip was implanted with no reported issue. Another xtw clip was used due to residual mr. However, after the leaflets were grasped, the pressure gradient was noted to increase. The device was removed with no reported issue, and the pressure gradient returned to baseline. An ntw clip was implanted with no reported issue, reducing mr to grade 2+. However, about 15 minutes post-implant, it was noted that the ntw clip was expired 6 days prior to the procedure. There was no clinically significant delay in the procedure and no adverse patient effects.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.